Event description:
It was reported that the patient's battery status was at 25-50% in may and has since drastically dropped. No other relevant information has been received to date.

Event description:
Patient and product information was provided. Tablet data was also received for review.